Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 8339725. It was reported that the customer reported no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: customer returned (11) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported no insulin flow when priming. All 11 pen needles were examined and it was observed that one pen needle exhibited a bent non-patient end (npe) cannula. The 10 pen needles with straight npe cannulas were tested for flow using a test pen injector: all 10 tested pen needles were able to expel properly. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since all 11 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 8339725. It was reported that the customer reported no insulin flow when priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 8339725. It was reported that the customer reported no insulin flow when priming.